Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Approximately one month ago the patient heard a noise from the device and then was no longer able to hear with the implant. Re-implantation is being considered.

Manufacturer narrative:
Conclusion: investigation results show that humidity ingress led to the device electronics failure over time. However the device investigation did not show the location of the leak; based on the manufacturer's experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. This is a final report.

Event description:
Approximately one month ago the patient heard a noise from the device and then was no longer able to hear with the implant. The patient has been re-implanted.